Manufacturer narrative:
The system was examined and the reported event was confirmed. The lamp was replaced to address the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 2, 2001. Based on qa assessment, the product met specifications at the time of release. The lamp was received for evaluation. A visual assessment of the returned sample revealed that the tungsten filament inside the light bulb was broken the root cause of the reported event can be attributed to a nonconforming lamp. However, how or when the part became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the halogen lamp had to be replaced prior to procedures. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).